Manufacturer narrative:
Manufacturer's investigation conclusion the system controller was returned for evaluation following the reported pump stops and driveline repair. A review of the log files contained overlapping data spanning approximately 19 days (16feb23 ¿ 06mar23 per timestamp). On 02mar23 from 15:07:53 ¿ 15:07:54 and 18:35:17 ¿ 18:37:19, the pump operated at speeds lower than the low speed limit (lsl) and experienced pump stops and low flow alarms. During the low speed events, atypical power cable disconnect alarms were active due to the pump briefly pulling the voltage values down in its attempt to restart after stopping. The driveline was disconnected on 06mar23 at 12:18:16 for a controller exchange during the reported driveline repair. There were no other notable alarms active in the log file. The heartmate ii system controller s/n: (B)(4) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended operation. Per the provided information, the patient¿s percutaneous lead had a strong history of damage. A heartmate ii percutaneous lead distal end replacement was performed on (B)(6) 2023 (MFR # 2916596-2023-01453). The patient was shipped ungrounded patient cables to remain on. The reported event was unable to be correlated to an issue with the system controller. Incidental findings: damaged power cable strain reliefs and fluid ingress. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-01453. It was reported that the patients controller was exchanged during a driveline repair. Damaged power cable strain reliefs and fluid ingress was found upon evaluation .